Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device and delivery system were discarded, so no engineering investigation could be performed. The imaging evaluation stated images provided only allow for evaluation of tortuosity and confirmation of stenosis. No images of balloon angioplasty or device deployment are available for evaluation. There as not available images with a wire across the lesion. There appears to be a left internal carotid artery stenosis. The vessel appears to be tortuous distal to the lesion.

Event description:
It was reported a pt underwent carotid artery stenting and angioplasty in the (B)(4) study. A gore embolic filter (gef) was used for embolic protection. The filter was advanced and deployed. Due to a tight stenosis with severe vessel angulation, the stent could not be placed at the lesion, initially. The stent was removed and the lesion was predilated with balloon angioplasty. The stent was introduced again with the gef in place yet the pt's tortuous anatomy hindered immediate placement, but eventually successful stent placement was attained. The pt experienced neurological deficits during positioning of the stent. Post dilatation was accomplished but during attempted removal of the balloon, the balloon broke free within the shaft of the 90cm introducer sheath. A retrieval catheter was introduced but could not be advanced through the sheath and it eventually kinked. This retrieval catheter and the introducer sheath were removed with the balloon inside it. A second introducer sheath was placed over a .035" buddy wire followed by a second retrieval catheter. This retrieval catheter could not be advanced past the stent, so it was removed also. Another filter retrieval catheter was advanced through the sheath and the gef was removed successfully. The pt's neurological symptoms resolved and he returned to baseline values.